Event description:
The customer reported that their device was showing all three icons (attention, service and charge-pak), which is an indication of a device which could not sufficiently provide defibrillation therapy, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a cracked and shorted capacitor, designator c177 from the analog pcb assembly. The capacitor depleted the internal hlc batteries. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.